Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move on lot # 8288966. Investigation summary: customer returned one (1) loose 31g x 8mm, 0.3ml bd insulin. Consumer reported it is hard to prime or plunge the syringe; they usually push and pull gently but now we are seeing them get stuck or push much harder. The returned syringe was examined, then tested for both plunger rod movement and flow using water: after exercising the plunger rod within the barrel, the syringe was able to draw and expel properly. Since no evidence of manufacturing defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 8288966. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the syringe 0.3ml 31g 8mm whole unit 10bg 500 has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: it was reported by the customer that it is difficult to prime or plunge the syringe. Verbatim: I do have one that I can send. One of the issues is that it is hard to prime or plunge the syringe. They usually push and pull gently but now we are seeing them get stuck or push much harder. I will send you an example of that one.